Event description:
Olympus was informed that during a therapeutic transurethral resection of the bladder tumor (turbt) procedure, the operating surgeon noticed a damaged ceramic insulation and a missing part at the distal end of the suspect medical device after he felt that something is wrong with the insertion of the resection sheath into the patient's urethra. Due to a lack of spare equipment, the intended procedure was subsequently continued and finally completed by using the same medical device. Furthermore, the operating surgeon performed an irrigation of the bladder in order to flush out possibly remaining fragments/parts. There was no report about an adverse event or serious patient injury. However, minor bleeding occurred which was caused by the damaged and sharp-edged ceramic insulation upon insertion into the patient's urethra. As reported, this injury was treated endoscopically. Because, it is unknown when the damage occurred and whether a fragment/part broke off and fell inside a patient, follow-up appointments (cystoscopy or x-ray) were scheduled for possibly affected patients who were treated during previous procedures.

Manufacturer narrative:
The suspect medical device was not yet returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.